Event description:
Related manufacturer reference number: 2017865-2024-03753 it was reported that the patient presented for aveir leadless pacemaker (lp) implant. Upon fixation of the first lp, it was noted that the device was failing to capture. The device had become dislodged in the right ventricle. The device was retrieved and an alternate lp was used. It was noted that prior to fixation, the second lp had a stretched, deformed helix. The procedure was completed using a third lp on 17 jan 2024. The patient was discharged without issue.